Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery depleted from 25% to 5% while charging. In addition, the customer reported the pump shut off due to the battery issue. The customer¿s blood glucose was 144 (mg/dl) at the time of the report. Reportedly the customer had manual injections as alternate insulin therapy.